Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/6/2013 with the following findings: the threads on the returned battery cap are stripped. The cap is unable to attach to the returned pump or a test pump. The battery compartment contains no cracks, however the compartment threads were observed to be stripped. Returned battery cap is unable to fully attach to the pump; power on resets were duplicated with returned battery cap. A new test cap was able to carefully attach to the pump. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power interruptions or eaw¿s were duplicated during this time. Pump completed and passed a 29hr flow accuracy test. There was no evidence of internal moisture and no damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for blood glucose levels over 800 mg/dl. The patient stated that the battery compartment on the pump was cracked and the battery cap was continuing to come off the pump. The patient indicated that it was unclear when the pump lost power. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to use of a damaged pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.